Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that the procedure was coil embolization of internal carotid posterior communicating artery that was not calcified and not tortuous, and during the procedure there was severe resistance while delivering the orbit galaxy tight distal loop complex fill coil 5 x 15 coil ((B)(4)/15364489) in an excelsior sl10 (mc) microcatheter 0.0165 inch. Therefore, the coil was replaced with a new one (details unknown). Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. It is unknown where exactly the coil met resistance. Unknown if the mc was also replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. All labeling guidelines were followed for inserting the coils in the mc, and there were no kinks in the mc that may have contributed to the event. Other than the reported event, no other damages were noticed on the device (coil/delivery system/introducer-broken, fracture, unraveled, stretched, separated, kink, bend, etc). The complaint product is going to be returned for evaluation, but not the mc. No additional information is available.

Manufacturer narrative:
There was severe resistance while delivering the 5x15 orbit galaxy tight distal loop complex fill coil (640cf0515/15364489) through the excelsior sl10 microcatheter (mc). The coil was replaced with another unknown coil and the procedure was successfully completed with no patient injury. It is unknown if the mc was also replaced. The procedure was coil embolization in the internal carotid-posterior communicating artery that was not calcified and not tortuous. Prior to use, no defects (kink, bends etc) were noted on either the mc or the coil by visual inspection. It is unknown exactly where in the mc the coil met resistance. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. All labeling guidelines were followed for inserting the coils in the mc, and there were no kinks in the mc that may have contributed to the event. Other than the reported event, no other damages were noticed on the coil, delivery system and that the coil was not stretched. No additional information is available. A non-sterile 5x15 orbit galaxy tight distal loop complex fill coil was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped, kinked and elongated. The support coil, the gripper and embolic coil were received outside of the introducer, the support coil was found kinked, the gripper was found with no damage, embolic coil was noted to be visibly stretched and tangled with the rest of the system and the suture was broken. In the same plastic bag a non cordis/codman microcatheter (excelsior sl10 microcatheter) was received; a kink was noted on it. A y-connector and a valve connected to the hub of the microcatheter were also received. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged, the embolic coil was stretched and the suture broken. The suture appears to have been elongated before the breaking occurred. The stretched condition of the embolic coil and the broken suture were apparently caused by the use of excessive force applied to the unit. The od from the delivery tube was measured and was found within specification. Functional testing could not be performed due to the returned condition of the unit (coiled, kinked and damaged). After flushing the returned noncordis/codman excelsior sl10 mc a lab sample orbit galaxy device was introduced through the mc. The orbit galaxy was advanced smoothing until slight friction was felt at the kinked area of the mc distal tip; however, it passed through this area as well. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert the returned orbit galaxy through the mc could not be evaluated with functional testing of the device due to the conditions of the returned device. The timing/extent of damages on the returned orbit galaxy system as related to procedural use or post procedural handling cannot be conclusively determined; however, based on the report that no damages were noted, it is likely that some of the damages occurred post procedure. The stretched tangled condition of the coil as received is readily visible to the naked eye. Inspections are in place to prevent these types of failures leaving from the facility. Although with functional testing, a lab sample similar device was able to be advanced through the returned mc, it is possible that procedural factors and the combination of a kinked orbit system and kinked mc may have contributed to the event. The od of the orbit galaxy was within specification. No root cause conclusion can be made; however, there is no indication of any manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 5 x 15 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped, kinked and elongated. The support coil, the gripper and embolic coil were received outside of the introducer, the support coil was found kinked, the gripper was found with no damage, embolic coil was stretched and the suture was broken. In the same plastic bag a non cordis/codman microcatheter (excelsior sl10 microcatheter) was received; a kink was noted on it. It was also received a y-connector and a valve connected to the hub of the microcatheter. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged, the embolic coil was stretched and the suture broken. The suture seems to be elongated before breaking occurred. The stretched condition of the embolic coil and the broken suture were apparently caused by the use of excessive force applied to the unit. The od from the delivery tube was measured and was found within specification. Functional test could not be performed due to the returned condition of the unit (coiled, kinked and damaged). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - impeded" could not be evaluated due to the returned condition of the unit. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined, however, this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents this kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.